Event description:
Additional info resulting from investigation of previously reported event resulted in the following additional info: sedation administered to pt to set a fractured wrist. According to info received from the user facility, pt became sedated to the point where he could not maintain his own airway, physician could not open the duck bill on the device. Pt then received mouth to mouth as sats dropped to 40. A second device was alleged to have the same problem, but the therapist was able to "pop" the duckbill valve open. Pt was ventilated successfully, and suffered no permanent injury.

Manufacturer narrative:
Attempts to retrieve the device have been unsuccessful. The user facility indicates they are unable to locate the device. Investigation of this incident has resulted in the issuance of a safety advisory to all consignees, reminding them to test the device per the instructions to ensure that the duckbill valve is functioning properly. Safety advisory was issued beginning 12/8/1997.